Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead got dislodged. It was noted that few months ago, this rv lead exhibited high pacing thresholds after the patient fell and sensing had also decreased. Additional information indicated that the patient¿s fall was not related to the device. In addition, lead dislodgement was verified through chest x-ray prior to procedure and was suspected with low r waves and increased threshold during follow up. This rv lead was repositioned and remains in service. No additional adverse patient effects were reported.